Event description:
The customer reported non-reproducible troponin I (accutni) results, for one patient, involving access 2 immunoassay system. The customer questioned how long a patient sample can be left at room temperature. Beckman coulter customer technical support (cts) informed the customer samples should be stored at room temperature (15 to 30 °c) for no longer than two hours, and should be tightly stoppered per instructions for use. The customer stated the patient sample had been left at room temperature through the day, exceeding the two-hour limit. The physician requested the sample be repeated after being stored at room temperature for longer than two hours; the repeat value did not match the original result. The questioned results were not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer declined and did not question system performance. The most likely cause of the event is use error.